Manufacturer narrative:
Follow-up #1: date of submission 07/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: replace battery alarms were observed in the black box on the date of the reported no power to the pump. The pump was not resumed following the replace battery alarm. The battery compartment was found to be cracked above the bumper pad. Corrosion was observed in the battery compartment. A leak test revealed a leak at the battery compartment. The battery cap was not returned with pump; therefore, a test cap was used for investigation. The pump was exercised for 24 hours with no power issues occurring. The pump was opened; moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power issue with the pump. There was reportedly moisture behind the display screen. There was no indication of damage to the pump. The yellow o-ring reportedly was not visible. The reported issue was not resolved during troubleshooting. There was no reported adverse event associated with this complaint. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.